Event description:
In 2007, the pt reported that her blood glucose was elevated to 350 mg/dl and she was very thirsty. She stated that, she is worried her infusion device is not delivering insulin properly. To troubleshoot, the pt was advised to disconnect from her infusion site and to bolus. The pt was able to see insulin drip from the infusion tubing. She stated that there was a large air bubble in the insulin cartridge. The pt then removed the cartridge and found that insulin had leaked into the cartridge compartment of the infusion device. The pt was advised to allow the infusion device to dry and to switch to her backup infusion device. Upon follow up the following day, the pt stated that her blood glucose returned to normal and her infusion device was working properly. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.